Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2006; 4328a-58cl hemodynamic pressure sensing lead, implanted: (B)(6) 2005; 9520bc hem odynamic monitor, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted due to a high superior vena cava (svc) coil impedance. Review of the performance data found that there had been a gradual impedance increase but this measurement had been a jump from the baseline. It was later reported the impedance had since returned to the baseline. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.